Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited a lead warning and polarity switch for high and undefined impedance. The rv lead was reprogrammed to bipolar. The device and rv lead also had a connection issue between the lead connector pin and device setscrew. The physician reset the lead pin in the device and both the rv lead and device remain in use. No patient complications have been reported as a result of this event.